Event description:
It was reported when using the bd pyxis medstation system the drawer 5 was jammed. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was jammed. The field service engineer reseated the connections and replaced the intel magnet/latch assembly to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.